Event description:
It was reported that during the implant procedure, the lead had dislodged twice. It was noticed there was blood half way up the lead body. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that there was blood/body fluid in the distal conductor (not obstructed).